Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6), 2014, product type: catheter. (B)(4).

Event description:
It was reported that healthcare provider (hcp) had difficulty accessing the reservoir port. The pump was confirmed to be flipped via x-ray. The patient was not experiencing symptoms. The drug in the pain pump was unknown. No interventions or outcome were reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional be received a supplemental report will be filed.